Event description:
As stated by the customer on the 2010 (B)(6): (yyyy/mm/dd). The resident sat on the bath seat and was raised into the bath. As the chair settled in the bath ,the lady shuffled forward and as she did so, the clip on commode shell became detached from the chair frame. The resident was lifted from the bath using another hoist. (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.